Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this device exhibited low pace impedance measurements. Noise was seen via remote monitoring resulting in oversensing and pace inhibition for five seconds during which the patients own intrinsic rhythm was seen. It was not reported if the patient was symptomatic during this time, but the patient was not pacemaker dependent. Technical services (ts) discussed that noise was likely to increase when the device was programmed to unipolar sensing thus programming to a fixed sensing would be appropriate for this patient. No adverse patient effects were reported. This device remains implanted.